Manufacturer narrative:
This supplemental report is being submitted to provide corrected data.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The consumer reported four (4) false negative results with the binaxnow covid-19 ag self test. Per the consumer, the patient performed four (4) tests with the binaxnow covid-19 ag self test and they generated negative results. Per the consumer, the patient went to the doctor and was covid positive. Per the consumer, there was no patient harm due to the test results. Additionally, there was no impact/delay in treatment due to the test results.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.